Manufacturer narrative:
Pump received with constant critical pump error alarm/open book image after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error (open book image) alarm. Unit was successfully download using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using pump detailed trace it recorded pump error 3 and pump error 4. Pump error 3 alarms (file/line=2002/1541) occurred several times on (B)(6) 2024 at 11:19:17.000 until 18:24:05.000. Per engineering troubleshooting guide, it was determined that pump error 3 was triggered since main mcu initiated ipc packet transmission, but motor mcu didn¿t raise the handshake signal within 100 ms timeout - suspecting the hw. Pump error 4 (file number = 32122 and line number = 2690) occurred several times on (B)(6) 2024 at 11:19:25.000 until 18:24:13.000. Per engineering troubleshooting guide, it was determined that pump error 4 error in ipc communication in motor cpu. Occurred as result of interrupted ipc communication because main cpu restarted. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. P-cap locked in place properly during testing. Unit also received with scratched case, cracked case, battery tube threads - cracked, cracked case (battery tube) and cracked keypad overlay. In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 3 and pump error 4. Pump error 3 and pump error 4 were confirmed due to hardware issue. Isolate to electronic assemblies. Cosmetic damage was confirmed where cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image) and a crack across the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned.